Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a comparative prospective study that from (B)(6) 2008 to (b)(64) 2012, 57 patients with single level ocf were treated by vertebroplasty (vp) and kyphoplasty (kp). In group a (vp patients), there were 6 male, 22 female with a mean age of 72.4 +/- 8.2 years, while in group b (kp patients) there were 7 male 22 female, with a mean age of 72.1 +/- 6.2. The mean volume of the injected cement in group a (vp) and group b (kp) was 3.5 +/- 0.4ml and 5.1 +/- 0.9 mol. Visual analogue scale (vas) and short form36 (sf36) questionnaire were used to measure functional recovery and followed them for six months. It was reported that the cement extravasation into paravertebral space was observed in 2 cases (kp group).